Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician was inserting this product along the wire guide to the common bile duct of target site, the stent became stuck halfway through. Used a backup product of the same type (lot unknown). No health hazard. Physician's comment: the stent may have kinked. 1. What was the target location for the stent? Ans. The common bile duct. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ans. It was stored on a shelf in the hospital¿s storeroom. 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Ans. Visiglide 2, 0.025 inch. 4. Was the wire guide lubricated prior to use? Ans. Yes. 5. Was the wire guide inspected for damage prior to use? Ans. Yes. 6. Was the device at the centre of the complaint inspected for damage prior to use? Ans. Yes. 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Ans. Unknown. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? Ans. No. 9. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Ans. Unknown. 10. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Ans. Yes. 11. Please indicate the location in the body where the stent device was to be placed ans. The common bile duct. 12. Was resistance encountered when advancing the wire guide to the target location? Ans. No. 13. Was resistance encountered when advancing the introduction system in place to the target location? Ans. Yes, the stent became unable to advance. 14. How did the physician determine the length of the stent to be used for the procedure? Ans. Based on the length of the bile duct. 15. Where was the stricture located in the duct? Ans. Unknown. 16. Was the stricture dilated prior to placing the device? Ans. Unknown. 17. Was resistance encountered when advancing the stent through the obstructed area? Ans. Unknown. 18. Were any other defects observed on the device prior to return? Ans. No.